Event description:
It was reported patient presented with pocket infection. The system was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.